Event description:
It was reported that siderail limit switch was not connecting with the siderail latch (clinician was not aware of possible patient fall condition). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.